Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 17f sheath hole prior to an interventional electrophysiology (ep) procedure. Reportedly, the first proglide device was pre-placed successfully. A cuff miss [suture retrieval issue] occurred with the second proglide device. Hemostasis was achieved with the first pre-placed proglide suture. The ep procedure was completed using the same 17f sheath. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.